Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission was selected for treatment of a moderately calcified lesion (stenosis degree 90 percent) in a severely tortuous rca. Pre-dilatation was performed several times. An attempt was made to place the orsiro mission, but the proximal rca was severely tortuous, and the stent could not be moved beyond the winding of the vessel even by using the guidezilla extension catheter. When the guidezilla and stent were inserted multiple times, a blood vessel dissection occurred in proximal rca. As a result, treatment was discontinued because there was a collateral circulation from the lcx. The patient was discharged home without any injuries. It was stated by hospital that the patient did not experience any problems even though the procedure was discontinued, and the patient was discharged from the hospital without the need for any other additional treatment, so the patient is judged to be non-serious with no health hazards.

Manufacturer narrative:
Combination product: yes. Corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The balloon of the affected device is well folded and shows no signs of inflation. Both balloon shoulders are slightly crushed due to which the distal end of the stent is slightly opened. Outside of the deformed zone, the crimped diameter of the stent complies with the specification. Moreover, the device tip is mildly deformed (i.e. Has indentations) and the device shaft is mildly kinked about 12 mm distal to the guide wire exit port. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The balloon of the affected device is well folded and shows no signs of inflation. Both balloon shoulders are slightly crushed due to which the distal end of the stent is slightly opened. Outside of the deformed zone, the crimped diameter of the stent complies with the specification. Moreover, the device tip is mildly deformed (i.e. Has indentations) and the device shaft is mildly kinked about 12 mm distal to the guide wire exit port. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.